Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. A cartridge change was performed resolving the issue. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. Reportedly, customer was not performing the proper air removal techniques. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 200-400 mg/dl.